Manufacturer narrative:
Additional manufacturer narrative: per (B)(4) 2012 response, no echo is available from 2009 valve in valve procedure. Hospital opinion indicated early deterioration of bioprosthesis is probably due to high early gradients (higher stress on leaflets).

Event description:
Reportedly, a sapien valve was implanted within a perimount in a valve in valve procedure after an implant duration of approximately 2 years, 10 months (34.57 months) due to valve deterioration and re-stenosis.

Event description:
Per the (B)(6) 2009 translated discharge letter, the origin of the stenosis of the biological aortic valve, already known in (B)(6) 2008 (peak 50 mmhg) and now clearly progressive, remains ultimately unexplained; there are no current indications of a florid endocarditis to be found (no fever, no laboratory signs of infection, normal tee).

Manufacturer narrative:
Device remains implanted. No device return. No serial number was reported. Therefore, no device history record (DHR) review can be done. The device remains implanted; therefore, no evaluation can be done as there will be no device return. The operative reports were provided but are not in english and have not been translated.